Manufacturer narrative:
During the quality investigation, the customer's complaint was confirmed; the device overheated during testing. There was corrosion damage to the press plug, the motor, rotor and bearings. The mid speed motor was identified as the primary cause of the event. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker micro drill was called in for repair due to overheating during testing. There was no pt involvement; no adverse event was associated with the device.